Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that display screen was difficult to read without a magnifying glass. Customer was not sure if display screen was scratched or if it was dull. Customer reported that insulin pump was this way out of the box. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners. The pump was received with minor scratches on the lcd window. The pump passed the self test and displacement test. No lcd display anomalies were noted.